Event description:
Pt reports that the injection cap has started leaking since using the new blunt cannulas. Was changing the cannula 1x/week and now changing 2x/week. Concerned that the injection cap is not being intact.

Event description:
Pt. Reports that the injection cap has started leaking since using the new blunt cannulas. Was changing the cannula 1x/week and now chaning 2x/week. Concerned that the injection cap is not being intact.